Event description:
It was reported that during continuous renal replacement therapy with two (2) prismaflex st150 sets and a prismaflex machine, treatment was discontinued twice when a "flow rate alarm persisted". The extracorporeal blood was not returned to the patient in either instance because it was "too coagulated". There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.